Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. The proximal conductor was distorted and had blood/body fluid at the proximal end. The outer insulation was breached cut at the proximal end. There was blood in/on the helix mechanism. The full lead was returned for analysis.

Event description:
It was reported that atrial lead dislodged six weeks post implant. The lead was explanted and replaced. No patient complications have been reported as a result of this event.